Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted with resetting the pump by technical support, and the issue did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction recurs.